Event description:
It was reported that the Spinal Cord Stimulator (SCS) was no longer working and patient experienced loss of stimulation. The patient underwent Spinal Cord Stimulator (SCS) explant procedure.

Manufacturer narrative:
Block B3: Exact date unknown, event occurred four years ago.Block D6b: Explant Date: four years ago.Additional suspect medical device component involved in the event:Model Number/Catalog Number: SC-8216-70.Serial Number: (b)(6)Batch/Lot Number: (b)(6)Model/Catalog Description: ARTISAN LEAD 70 CM.Unique Identifier (UDI): (b)(4)